Event description:
A.v. Mueller 2mm leather valve cutter was being used during a surgical procedure. A portion of the cutter broke off in the pt and the physician did not retrieve the portion. A small segment of the device stuck in the superficial vein. The physician was unable to identify and it was not identified on flouroscopy, so it was left behind in the superficial vein.